Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 13 days. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported patient outcome could not be conclusively determined. Respiratory failure, renal failure and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to heart failure. The clinicians believe that the device contributed to the patient¿s expiration. The patient¿s immediate post-operative course was complicated by profound respiratory failure requiring veno-venous (vv) extracorporeal membrane oxygenation (ECMO). The patient went into pulseless electrical activity (pea) arrest that required cardiopulmonary resuscitation (CPR) to be performed on the patient. In addition, the patient required veno-arterial (va) ECMO. The patient subsequently went into renal and liver failure. The pump was not explanted and will not be returned for evaluation. No log files available. No additional information provided.